Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the breath delivery unit (bdu) printed circuit board (pcb) and the graphical user interface (gui) to breath delivery (bd) cable. The cse upgraded the software to the current revision and performed the extended self-test (est), short self-test (sst) and the performance verification test (pvt); the device operated within the manufacturing specifications.

Event description:
Covidien received info stating that an 840 ventilator had loss of communication errors between the graphic user interface (gui) central processing unit (cpu) and the breath delivery unit (bdu). The malfunction did not occur during pt use.